Event description:
It was reported that during a conversion from a gastric band to a gastric bypass procedure, the strain relief was found free floating along the tubing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.